Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in a calcified and tortuous ostial left circumflex artery. A veriflex (mr) 12 x 4.50 mm stent failed to cross the lesion. The veriflex stent was withdrawn back in to the unknown manufacture's guide catheter and out of the patient. Stent damage was noted to the distal edge of the stent. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).